Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons did not respond as usual. Customer's blood glucose was 123 mg/dl. Customer stated that a bolus delivery could not be completed last night. Customer removed the battery out and the keypad buttons seem to work as normal. Customer stated that sometimes the buttons did not respond well. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive act buttons due to corroded keypad traces. Unable to perform any test due to unresponsive button. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.